Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic cutter did not cut. Procedure details and patient impact were not reported. Additional information has been received indicating that during laser photocoagulation, gas fluid exchange (vitrectomy) procedure. The event occurred as soon as the surgeon used the cutter, several kits were switched out and none worked. It was then identified that the problem was with the console and not the vitrectomy kits. A new ophthalmic console was obtained to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming l5 solenoid of the pneumatics module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming l5 solenoid of the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).